Event description:
Customer reported that pump battery would not charge and subsequently, the pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try different wall outlets, adapters, and a charging cable, but these attempts failed to resolve the issue, leading to the decision to replace the pump. The customer reverted to an alternate method of insulin therapy.